Event description:
It was reported via literature that splenic infarction occurred. Coil embolization was performed using interlocking detachable coils (idc) from bsc as well as non-bsc detachable coils. An asymptomatic localized splenic infarction 3 months after embolization occurred. This was diagnosed as class a and thus required no therapy.

Manufacturer narrative:
Literature citation: koganemaru, masamichi et.al. "Follow-up of true visceral artery aneurysm after coil embolization by three-dimensional contrast-enhanced mr angiography". Diagnostic interventional radiology, 2014: 20:129-135 device evaluated by MFR: direct product analysis was not possible as the device is not being returned from the user facility. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).